Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow up, it was reported that non-sustained right ventricular (rv) lead noise was transmitted and was later confirmed to have resulted in non-sustained right ventricular over sensing (nsrvo). Technical services suspects lead damage and recommended the rv lead to be replaced. No further intervention was performed at this time. The patient was stable and the lead will continue to be monitored.